Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is finished.

Event description:
The customer stated that one of their displays of the acuity centralized monitoring system had failed. This resulted in a loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.